Event description:
It was reported while unloading a patient from the ambulance, the stretcher legs became entangled with the oximeter cord which interfered with the full extension of the legs. The operator thought the legs were on the ground and released the stretcher from the hook and the stretcher lowered 6-12 inches landing on the bumper guard. No allegations of injury to the patient were made and the transport was able to be completed.

Manufacturer narrative:
The customer did not make the stretcher available for evaluation; however, they did advise that their internal technicians evaluated the stretcher following the reported incident and no issues were found and the stretcher was returned to service.

Event description:
It was reported while unloading a patient from the ambulance, the stretcher legs became entangled with the oximeter cord which interfered with the full extension of the legs. The operator thought the legs were on the ground and released the stretcher from the hook and the stretcher lowered 6-12 inches landing on the bumper guard. No allegations of injury to the patient were made and the transport was able to be completed.